Event description:
It was reported that during an unspecified procedure, the maverick2 monorail balloon failed to deflate. The lesion being treated was located in the left anterior descending (lad) coronary artery. No pt injuries or complications were reported. Pt status is reported "satisfactory". Additional info has been requested.